Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported on (B)(6) 2013; during the surgery on (B)(6) during the implant removal of va-lcp 2cp after osteotomy of distal radius due to failure (breakage) of three va-lcp locking head screws 2.4mm. It was reported that the plate and screws were removed completely. This is report 2 of 4 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. PMA/510(k): additional 510(k) #: k100776. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. The manufacturing review was not conducted a lot number was not provided. Placeholder.

Manufacturer narrative:
Additional evaluation: based on the topography of the fracture surface, it can be concluded that the implants were subjected to dynamic bending loads. Constantly alternating bending loads led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the screws the va locking screw could not resist the applied force which finally led to the material overload / fatigue failure. Postoperative activities of the patient may have played a certain role, too. No evidence of material or manufacturing defects found.